Manufacturer narrative:
Block e1: initial reporter's address 1: (B)(6). Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h10: the ultraflex tracheobronchial covered stent was received for analysis, but the delivery system was not returned. Visual inspection found no damage to the returned stent. Product analysis did not confirm the reported event of stent positioning issue as this problem occurred during the procedure and it is not possible to replicate in the laboratory of analysis. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the IFU/product label. It was reported that the stent was indicated for bronchomalacia and benign strictures. The IFU states, "the ultraflex tracheobronchial stent system is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms." Additionally, stent positioning issue is considered an adverse event per the instructions for use (IFU) information and in the literature for the tracheobronchial stent placement. Therefore, a review and analysis of all available information indicated the most probable cause was known inherent risk of device. Block h11: correction to the initial MDR in block h6 (impact code).

Event description:
It was reported to boston scientific corporation on may 4, 2023, that an ultraflex tracheobronchial covered distal release stent was to be implanted in the bronchus to treat bronchomalacia during an endobronchial stent implantation procedure performed on (B)(6) 2023. During the procedure, the ultraflex tracheobronchial stent was successfully deployed inside the patient. However, it was noted that the stent moved out from the target location. The stent was removed from the patient with a snare, and the procedure was not completed. There were no reported patient complications as a result of this event. Note: it was reported that the ultraflex tracheobronchial stent was to be implanted for bronchomalacia. However, per the ultraflex tracheobronchial stent system instructions for use (IFU), " the stent is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms." The stent is not indicated for bronchomalacia and benign strictures.

Event description:
It was reported to boston scientific corporation on may 4, 2023, that an ultraflex tracheobronchial covered distal release stent was to be implanted in the bronchus to treat bronchomalacia during an endobronchial stent implantation procedure performed on (B)(6) 2023. During the procedure, the ultraflex tracheobronchial stent was successfully deployed inside the patient. However, it was noted that the stent moved out from the target location. The stent was removed from the patient with snares, and the procedure was not completed. There were no reported patient complications as a result of this event. Note: it was reported that the ultraflex tracheobronchial stent was to be implanted for bronchomalacia. However, per the ultraflex tracheobronchial stent system instructions for use (IFU), " the stent is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms." The stent is not indicated for bronchomalacia and benign strictures.

Manufacturer narrative:
Block e1: initial reporter's address 1: (B)(6). Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.